Event description:
A review of service data detected a reportable event. Upon servicing, charger/modem sn (B)(4) would not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon service investigation, the battery charger was unable to power on. The battery charger failed a flash memory test. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective charger/modem. The last pt to use tis battery charger/modem did not report any problems.